Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that duringa tlif surgery, the shaver was impacted into the l5-s1 disc space. The shaver was met with great resistance and could not be impacted more than 20 mm. The instrument was then manipulated in the cephalad caudal fashion trying to enlarge the working area when the instrument broke, leaving approx 20mm of the instrument in the disc space. Due to the fact that the disc space was so collapsed it was decided to leave the broken section of the instrument in the patient, expecting that retrieving it could be difficult. The fragment of device is left inside the patient. No patient complications.